Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience was confirmed. Analysis found insulation abrasions.

Event description:
It was reported that noise and variations in impedance measurements were observed. X-ray revealed insulation breach. Hence, the lead was explanted.